Event description:
Zoll customer support reviewed the download of a (B)(6) male pt which revealed multiple battery capacity test failures. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (battery capacity test failure) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.